Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the inferior vena cava filter implantation procedure, the wire guide had reached the inferior vena cava and was ready to insert the coaxial introducer sheath into the filter kit. When the coaxial introducer sheath tip entered, it was immediately found that there was a damage in the posterior segment. The coaxial introducer sheath was immediately stopped and replaced with another batch of cook filter. The procedure was completed. It was advanced from jugular vein. During coaxial introducer system advancement, only the proximal end was inserted. Upon preparing to advance further, a tear was discovered in the distal segment. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during advancement of the coaxial introducer sheath from jugular approach a damage was noted in the proximal end of the sheath. The sheath system was removed and another filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. A part of the device and photographic evidence was returned for evaluation. The introducer dilator was returned inside the introducer sheath. The device evaluation and the review of the photo determined the following: the sheath had more minor kinks and a crack was noted in a kink approx. 12cm from the hub. The crack appeared initiated from the inside, as if caused by a filter leg. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a kink in the sheath preventing advancement of the filter/filter introducer, as the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. However, based on the information provided it is pure speculation since the filter or the jugular introducer was not returned for investigation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.